Event description:
Suspected deflation

Event description:
Deflation of left breast implant, bilateral exchange with mentor devices.

Event description:
Deflation of left breast implant. Bilateral exchange with mentor devices.